Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.as part of resolution,RMA was authorized to offer the user a sensor replacement. B4.date of this report 02 june 2025 g3.date received by the manufacturer? 02 june 2025 h3. Device evaluated by manufacturer?no h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 6, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.